Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed mixing pump. Biomed stated that after following the service manual they found that both the circulation pump and mixing pump. Biomed replaced both pumps and had no further issues. No patient involvement was reported. It is known that the device did not meet specifications and the device was influenced by the reported failure. The device was not in use on a patient. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that biomed's arctic sun had low flow during functional check. Per follow up information received via email on 01dec2022, the biomed was testing the device incorrectly, as they were only using a single pad. Technician support referred them to the correct functional verification procedure in the service manual. Per follow up information received via phone on 02dec2022, biomed stated that after following the service manual they found that both the circulation pump and mixing pump were failing. Biomed replaced both pumps and had no further issues. No patient involvement was reported.

Event description:
It was reported that biomed's arctic sun had low flow during functional check. Per follow up information received via email on (B)(6) 2022, the biomed was testing the device incorrectly, as they were only using a single pad. Technician support referred them to the correct functional verification procedure in the service manual. Per follow up information received via phone on 02-dec-2022, biomed stated that after following the service manual they found that both the circulation pump and mixing pump were failing. Biomed replaced both pumps and had no further issues. No patient involvement was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.